Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 47 first prime pulses and was deactivated at the end of first prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime as intended. The investigation found no damages or deficiencies that would contribute to a communication error. The download data showed that the pod did not generate any hazard alarms during operation. The pod was able to communicate with the master pdm during the investigation. Inspection of the pod found no damages or deficiencies that would result in a communication error. The cause of the reported communication error during pod operation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.05 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was being activated; this indicates a needle mechanism failure. The patient received a "no active pod" notification. The pod was not worn. No impact to the patient's glucose level was reported.